Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment showed no relevant error messages. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The user treated the right eye first and than the left eye. The treatment for the right eye was performed successfully without interruption. During treatment preparation for patient's left eye, a warning message occurred. It is not possible to see whether the user corrected the patient bed position or not in the logfile. The treatment for the left eye was performed successfully without interruption, too. No technical problem could be identified during logfile review. During a technical site visit, a field service engineer (fse) performed system verification. System meets specifications as per service installation record (sir). The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient with undercorrection and a central island post lasik. Post-operatively, additional topography correction was needed. No correction was needed after second procedure. There are multiple related reports for this event. This report addresses patient (B)(6) right eye and other manufacturer reports will be filed.